Event description:
Based on info reported to davol by the pt: (B)(6) 2007 - composix kugel mesh implanted to repair an incisional hernia. On ni/ni/ni - the pt alleged she was diagnosed with an infection and underwent several surgeries. On (B)(6) 2011 - mesh explanted.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt alleges that an infection developed at some point after implant of the mesh in 2007. The pt also alleges that she underwent multiple surgeries before having the mesh explanted four years later in 2011. To date, no medical records have been provided and no sample has been returned for eval. While there is no indication that the mesh was the source of the reported infection, the product's IFU states: "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A mfg review that included review of sterility records was performed and did not find evidence of a manufacturing related cause for the reported event. The pt refused to provide any contact info, therefore we have been unable to obtain additional info. However, if additional info is provided, a f/u MDR will be submitted.